Event description:
It was reported that the pulse generator exhibited a telemetry anomaly and was unable to be interrogated with radio frequency. No intervention was reported at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.